Event description:
On 10/29/2024, it was reported by a sales representative via (B)(4) that an ar-9401-17 arthrex eclipse¿ during a case the humeral head extractor broke while trying to mallet it into the revision but there was no patient involvement.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces upon insertion.